Event description:
It was reported that during a cholecystectomy procedure, locked out after some firings. Another device was used to complete the case. There were no adverse consequences to the patient. One device returning.

Manufacturer narrative:
Sent: 03/22/2006. Additional information: d2, 4, 10; g4, 5; h2, 3, 4, 6. D4: information was not provided by user facility. Code 400: misassembled pre-cock trigger. Evaluation summary: the analysis results found that the device was received in good visual condition. It was noted the jaws were closed. The device was cycled and would not feed the clips. The device was disassembled, and the pre-cock trigger was found to be misassembled, preventing the clips from feeding and making the instrument non-functional.